Event description:
On 10/15/2024, it was reported by a sales representative via phone that an ar-9145-36 arthrex universal glenoid peripheral locking screw 36 mm had an issue during a reverse total shoulder arthroplasty on (B)(6) 2024. When the surgeon was trying to lock the screw into an ar-9120-01pc revers glenoid porous coat baseplate, s, he felt the screw was not locking down correctly. He backed out the screw, re-screwed it, and felt it was down enough and affixed correctly to use it. The screw remained inside the patient, and no pictures were taken. The surgeon felt the screw was not biting correctly into the baseplate and wanted to report the complaint. There was no issue observed with the base plate. The procedure was completed successfully with no harm to the patient. There was no case delay, and no additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.